Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they had recently received a report from the home of a patient by his/her daughter and stated that the kangaroo skin level balloon gastrostomic kits was found emptied and punctured, out of the insertion point and onto the patient's body.

Manufacturer narrative:
Section b3 (date of event) has been updated. Section b5 has been updated to include additional information.

Event description:
The customer reported that they had recently received a report from the home of a patient by his/her daughter and stated that the kangaroo skin level balloon gastrostomic kits was found emptied and punctured, out of the insertion point and onto the patient's body. Additional information was received from the customer and stated that an ambulance from the emergency room intervened as a result of the reported incident. The implant operation was performed by a nurse at home and the kangaroo skin level balloon had been in situ for 20 days.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on august 13, 2018. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. However, a supplier corrective action request has been opened to address the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.